Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion at 6.8 cm - 6.9 cm from the connector pin breaching the optim sheath, consistent with lead friction to the device can. The silicone insulation was not damaged in this location

Event description:
This report is to advise of an event observed during analysis.